Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip. The device was unable to prime during the prime test due to protruded/loose drive support disk. No compromised force sensor system alarm noted during testing. The device alarmed motor error alarm during the basic occlusion test due to protruded/loose drive support disk.

Event description:
Customer reported that the insulin pump alarmed during prime and insulin was squirt out of the tubing. The drive support cap is protruded. Blood glucose value was 258 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.